Event description:
Allergy [hypersensitivity]; knee swelled [joint swelling]; could not stand [dysstasia]; tender lump [skin mass]; pain during injection [injection site pain]. Case description: spontaneous report was received on (B)(6) 2012 from consumer regarding a female pt (age not provided), initials unknown. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20) injection, dosage regimen not provided. The lot number for synvisc was not provided. On an unspecified date, the pt received second injection of synvisc. During the second injection, the pt experienced pain and could not stand up for a while. Three days before the planned third injection, the pt developed pyrexia and the knee swelled like a head of a child. It was reported that the physician did not administer the third injection, as the pt had allergy. On unspecified dates, the pt also experienced swelling and was unable to walk. The pt was prescribed cerecoxib and suppository. In addition, due to too much pain, she could not visit institute and took prednisolone 2 tablets for 3 days. Then she could walk finally and five days later, she visited the physician, who advised to reduce prednisolone dose from 2 tablets to 1. It was reported that 28 days after reducing her prednisolone dose, the pt visited the institute with a lump and experienced intense pain when it was pushed. The outcome for the event of pain, swelling, allergy, knee swelled, pyrexia, lump, could not stand, and pain during injection was not provided. The outcome for the event of "could not walk" was recovered. Relevant concomitant medications were not provided. The intensity for all the events was not provided. It was reported that the physician told her the lump was mark of swelling and was due to synvisc.

Manufacturer narrative:
The benefit-risk relationship of the product is not affected by this report.